Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
This follow-up report serves to document that no delamination was observed on the second sheath used during the procedure referenced in this report. Accordingly, the complaint codes b1, b5, and h6 have been corrected to reflect this finding. Additionally, the lot number has been updated to correspond to the second sheath used in the procedure. An update has also been made to field b7. The previously documented statement in field h11 remains unchanged.

Event description:
Correction to event: this event is for the second sheath used. As reported by the field clinical specialist (fcs), a patient with a previously implanted 29 mm sapien 3 valve underwent a valve-in-valve procedure using a 29 mm sapien 3 ultra resilia (s3ur) valve. The procedure was indicated due to a transvalvular gradient of 40 mmhg, consistent with stenosis. The duration since the initial valve implant was not reported. During the procedure, the delivery system was unable to advance past the iliac arteries due to tight femoral anatomy. The heart team elected to retract the commander delivery system, sheath, and valve as a unit. The valve could not be salvaged following removal. The devices were discarded at the hospital. A new 29 mm s3ur valve and commander system were prepared in standard fashion and successfully implanted. Additionally, a 7.0 mm gore covered stent was deployed in the left iliac artery to address a small dissection. The patient remained stable following the intervention. There was no allegation or indication of device malfunction. Follow up with the fcs indicated that the sheath damage looks similar to liner delamination. Additionally, via phone call the fcs indicated that the first valve was stuck in the sheath and everything had to be removed. The decision was made to use the dilators from a 22 gore sheath that were inserted into the second 16fr esheath for serial dilation as edwards does not make dilator kits which were commonly used for serial dilation in difficult access patients. Per medical record review, given the patient's congenital anatomy, comorbidities, elevated sts risk, and redo status, the heart team recommended a valve-in-valve tavr (tavr-in-tavr), which aligned with the patient's preferences. A 29mm sapien 3 ultra resilia (s3ur) valve was successfully implanted within the existing 29mm s3 valve using a non-edwards sheath. The procedure was complicated by a small pseudoaneurysm and a possible short segment dissection of the left iliac artery, likely related to sheath use. These were treated with two viabahn stents. Final angiography showed minimal contrast extravasation, considered low-pressure and expected to resolve post-protamine. The patient remained hemodynamically stable and was transferred to the ICU in stable condition. On day 1 post-op, the patient was taken back to the or due to a drop in hemoglobin requiring a transfusion, and a CT angio showed persistent left common and external iliac artery pseudoaneurysm (psa) or endoleak at the junction between the stent grafts. Due to persistent psa, the patient was taken back to or for endovascular repair. An additional 9mm x 7.5cm stent graft was implanted successfully. The psa was found to be at the junction between the previously placed stent graft. On completion of the angiogram, the stent was patent, as were the left common internal and external iliac arteries with no evidence of bleeding or pseudoaneurysm.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06892, and 2015691-2025-07878.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve procedure using a 29mm sapien 3 ultra resilia valve, the delivery system was unable to advance past the iliac arteries due to tight femoral anatomy. The heart team elected to retract the commander delivery system, sheath, and valve as a unit. Upon removal the sheath liner was delaminated, and the valve could not be salvaged. A new 29 mm s3ur valve and commander system were prepared in standard fashion and successfully implanted. Additionally, a 7.0 mm gore covered stent was deployed in the left iliac artery to address a small dissection. The patient remained stable following the intervention. There was no allegation or indication of device malfunction.

Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (16 fr sheath is 6.0 mm). In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (tight femoral anatomy) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.